Manufacturer narrative:
The insulin pump was received with corroded battery tube, cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the half of the top part where reservoir goes in and where o ring was present it was broken. The customer's blood glucose level currently is 106 mg/dl. The insulin pump will be returned for analysis.